Manufacturer narrative:
Reason for surgery: sui, incomplete uterine prolapse, cystocele, rectocele, weakening of the pubocervical/rectovaginal fascia, fibroid uterus. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) foreign body removal. Medication treatment. Constipation. Anal fissure. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent mesh revision/removal of the vaginal foreign body, trigger point injection with botox, periurethral bulking (coaptite), cystoscopy on (B)(6) 2014 due to foreign body in vagina, pelvic pain constipation and anal fissure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrent with tvh. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 and (B)(6) 2013. No additional information was provided.